Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed and the trunk cable connector was missing. The root cause for the missing trunk cable connector was physical abuse. There is no indication that the damage to the trunk cable occurred during patient use. Review of the patient's ECG data indicates that the electrode belt was able to communicate with the monitor and detect asystole, which is considered a non-shockable rhythm. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt that was last used with a patient who passed away on (B)(6) 2016. During use, the device was fully functional and detected that the patient was in asystole prior to passing. Asystole is considered a non-shockable rhythm. Upon receipt of the electrode belt, the belt was found to have a severed trunk cable. There is no evidence that the damaged cable contributed to the patient death. Prior to the disconnection of the electrode belt the device was able to communicate with the monitor and record and ECG signal.